Event description:
(B)(4). Same case as 213426-2009-05518. It was reported that post a coronary artery stenting treatment a dissection occurred. Target lesion 1 was located in the circumflex (cx) artery. The reference vessel diameter was 3mm and lesion length was 30mm. Pre-procedure was 99% stenosis and post-procedure was 0% stenosis. A 3.0x16mm liberte stent was implanted. No attempt made for direct stenting. A non bsc balloon catheter was used. Target lesion 2 was located in the cx artery. The reference vessel diameter was 3mm and the lesion length was 15mm. Pre-procedure was 99% stenosis and post-procedure was 0% residual stenosis. A 3.0x16mm liberte stent was implanted. No attempt made for direct stenting. A non bsc balloon catheter was used. 12 hours index procedure the patient experienced a dissection, resulting in CABG. The procedure was a technical success. The patient was discharged 25 days post index procedure without angina complaints or silent ischemia. Discharge medication included iib, iiia agents, asa 100mg daily/indefinitely and clopidogrel 75mg daily for 6 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint relates to a product which meets specification and the complaint is due to a known physiological effect of the procedure noted within the directions for use.(B)(4): device not returned for analysis.